Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, weight to the spec, stress marks. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement of the shell was performed which identified the thickness as within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks; a piece of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.